Event description:
New information states that it was post paced t wave oversensing. The device was reprogrammed. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with t wave oversensing. The patient was stable.